Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had no channel ID on both sides of the module was not identified during the customer call. Biomed was advised to first attempt replacing the logic board (part #49000959). If the issue persists, a replacement of the motor controller board (part #49000958) was also recommended. Alternatively, the unit may be sent in for factory repair. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had no channel ID on module both sides. There was no patient involvement.